Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during dwell. The baxter technical representative (tsr) explained the alarm to the nurse. The nurse stated that another nurse pulled the bag (empty) off the tubing and the error occurred. The tsr informed to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the root cause of the se 2240 is use error, due to air being sucked into the disposable after the supply bag disconnected. The nurse stated that another nurse pulled the bag (empty) off the tubing and the error occurred. A labeling review found the labeling to be adequate for the use/user error identified in this incident . Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.